Event description:
The patient reportedly developed an inner ear infection. The patient was treated. The patient reportedly is clear of infection. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.